Manufacturer narrative:
Other applicable components are product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for a basic evaluation. It was reported that trial patient had turned their device off while driving. When they arrived home, they turned the device back on and started to get heartburn that increased as they increased their stimulation. It got to the point of nausea. Trial patient felt that they were feeling burning in their chest rather than in the bicycle seat area and was concerned their leads may have migrated or moved. Trial patient mentioned when they woke up in the morning the day of the report they were feeling stimulation in the correct area and didn't have heartburn. More information was received on (B)(6) 2018 with trial patient reporting on (B)(6) 2018 which was the day before, around 1:00pm, they were feeling a shocking sensation. They were able to turn the device off and back on, and since then has not felt the stimulation. No further complications were reported.